Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube/ migration of essure device: puncture fallopian tube") in a 33-year-old female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy with hydrothermal ablation, essure,". The patient's previously administered products included for an unreported indication: nuvaring in 2008 and yaz in 2008. Past adverse reactions to the above products included contraception with yaz. In 2014, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain,"), menorrhagia ("heavy menstrual bleeding/ prolonged/ menorhagia"), migraine ("migraines"), allergy to metals ("nickel allergy"), rash generalised ("rashes or skin conditions type: rash all over body"), fatigue ("fatigue"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal bleeding :vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type : uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. In june 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), dysgeusia ("mellitic taste in mouth"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), infection ("infection"), weight increased ("weight fluctuations: weight gain"), anxiety ("anxious"), influenza ("flu like symptoms,") and nausea ("nausea"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, migraine, allergy to metals, dysgeusia, pruritus, vaginal discharge, weight increased, dyspareunia and anxiety had not resolved, the rash generalised, infection, fatigue, headache and depression had resolved and the mood altered, vaginal haemorrhage, influenza, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, infection, influenza, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pruritus, rash generalised, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in september 2014: total bilateral occlusion plaintiff had a hsg test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, abnormal menses, pelvic pain, fatigue, weight gain, medical device monitoring error. Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet and medical records received - reporter information updated, lot no. Added, events mood change, vaginal bleeding, flu symptoms, urinary travel infection, apareunia, bladder problems, urinary disorders, nausea, hair loss were added. Rashes updated to rash all over the body, weight fluctuations updated to weight gain. Hysteroscopy with hydrothermal ablation, essure added per mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube/ migration of essure device: puncture fallopian tube") in a 33-year-old female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy with hydrothermal ablation, essure,". The patient's previously administered products included for an unreported indication: nuvaring in (B)(6) and yaz in (B)(6). Past adverse reactions to the above products included contraception with yaz. In (B)(6), the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain,"), menorrhagia ("heavy menstrual bleeding/ prolonged/ menorrhagia"), migraine ("migraines"), allergy to metals ("nickel allergy"), rash generalised ("rashes or skin conditions type: rash all over body"), fatigue ("fatigue"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal bleeding :vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type : uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), dysgeusia ("metalic taste in mouth"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), infection ("infection"), weight increased ("weight fluctuations: weight gain"), anxiety ("anxious"), influenza like illness ("flu like symptoms,") and nausea ("nausea"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, migraine, allergy to metals, dysgeusia, pruritus, vaginal discharge, weight increased, dyspareunia and anxiety had not resolved, the rash generalised, infection, fatigue, headache and depression had resolved and the mood altered, vaginal haemorrhage, influenza like illness, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, alopecia and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, infection, influenza like illness, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pruritus, rash generalised, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Plaintiff had a hsg test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, abnormal menses, pelvic pain, fatigue, weight gain, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure") and fallopian tube perforation ("perforation of the fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("extreme debilitating menstrual pain,"), menorrhagia ("heavy menstrual bleeding/ prolonged"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysgeusia ("metalitic taste in mouth"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge"), infection ("infection"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed."). The patient was treated with surgery (on (B)(6) 2017, plaintiff required to undergo a hysterectomy with removal of the essure) and surgery (on (B)(6) 2017, plaintiff required to undergo a hysterectomy with removal of the essure). At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, migraine, allergy to metals, dysgeusia, rash, pruritus, vaginal discharge, infection, fatigue, headache, weight fluctuation, dyspareunia, anxiety and depression had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, pruritus, rash, vaginal discharge and weight fluctuation to be related to essure. Diagnostic results: plaintiff had a hsg test. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.